Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient sought medical attention after being in a car accident due to hypoglycemia. The patient's blood glucose levels dropped to around 40 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include experiencing a headache due to the accident. The patient was given tramadol to treat her headache. This pod was removed and a new pod was applied prior to patient seeking medical attention.